Manufacturer narrative:
The device was not returned for analysis. The production records for this product could not be reviewed because the part number and/or lot number was not reported. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. Additionally, a review of the complaint history was not performed as a similarity could not be determined. Based on the case information, a conclusive cause for the reported patient effects of hemorrhage, ischemia, occlusion and stenosis, and the relationship to the product, if any, cannot be determined. A definitive cause for the unspecified device issue could not be determined. The pre-close technique was not used when closing with a sheath greater than 8f. It should be noted that the electronic prostyle instructions for use (eifu), states: for access sites in the common femoral artery using 5f to 21f sheaths. For arterial sheath sizes greater than 8f, at least two devices and the pre-close technique are required. Although it's unknown perclose, the prostyle IFU will be used. The patient effects of hemorrhage, ischemia, occlusion and stenosis are listed in the prostyle instructions for use (IFU), as potential adverse events associated with use of the suture mediated closure devices. Based on the information reported through the research article, a conclusive cause for the unspecified device issue could not be determined. Additionally, a definitive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined. In this case, the IFU deviation would not have contributed to the reported patient effects. The reported unexpected medical intervention was likely related to case circumstances. There is no indication of a product quality issue with respect to manufacture, design or labeling. B3: date of event estimated d4: primary UDI number .the UDI is not known as the part and lot number were not provided. H6: medical device problem code 1494. Indication for use. Literature attachment: article title "comparison of two vascular closure device strategies for transfemoral transcatheter aortic valve replacement using suture-based and collagen-plug-based techniques and associated vascular complications."

Event description:
This event is from a retrospective study of transfemoral (tf) transcatheter aortic valve replacement (tavr) patients comparing two vessel closure device (vcd) strategies: a single-perclose proglide and an angioseal (1 pp + 1 as) combination versus more than one perclose proglide and an angioseal (1 pp and 1 as). Complications noted for both techniques were vascular complications (including vascular stenosis and limb ischemia for 2 pp + as patients), bleeding and occlusion. It was noted, no single strategy is best for all patients, considering patient-specific anatomic characteristics is appropriate when choosing a vcd strategy. For example, a patient with morbid obesity would receive two pp in the pre-close technique and was not included in the study. The study concluded, 1pp + as use had a significant reduction in the total of vascular complications compared to the use of more vcds. Specific patient information is documented as unknown. Reference article titled, 'comparison of two vascular closure device strategies for transfemoral transcatheter aorticvalve replacement using suture-based and collagen-plug-based techniques and associatedvascular complications'.